Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of failed volume test was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed infusions at recommended parameters. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test. This occurred during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.